Event description:
It was reported that the handpiece was running with the safety on. This was discovered during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was duplicated. The device is still pending investigation. This report will be updated when the eval is complete.